Event description:
Facility alleges an adverse reaction occurred 30 minutes into the dialysis treatment. Pt complained of chest pain. Tachycardia and experienced a drop in blood pressure. Dialysis was discontinued and the blood was returned to the pt. Oxygen was administed and the pt was returned treatment on this day. No blood loss or serious injury reported due to this incident. This event involved one pt.